Event description:
Pt had 2 infusions running. Attempted to initiate third infusion in "b" channel. Pump showed "error #(?)" And second channel failed. Switched to other vacant channel ("d") and entire pump failed. Power off reset and continued without problem while running only 2 channels. Drug dosage program, infusion rates were preserved. Co had only a few days prior, changed out all batteries and computers on the multichannel pumps.